Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was reportedly no damage to the battery compartment or battery cap. The battery cap reportedly was able to secure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: a review of the black box revealed multiple unexpected power on reset (por) events on (B)(6) 2016. The battery compartment was observed to be cracked in 3 separate places: cracks were found from the threads down to the case seal, at the threads next to the grip pad on the side and below the grip pad. There was no damage found to the returned battery cap; the battery cap secured to the pump and maintained an electrical connection. Moisture corrosion was observed in the battery compartment. A leak test failed due to a battery compartment leak. The pump powered on with auditory and vibration to a blank screen; the remaining steps were unable to be verified for the reported ¿no power¿ complaint. The pump¿s cover was removed; further moisture corrosion was found to the o led circuit, the force sensor circuit, continued glucose monitor module and to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).